Event description:
It was reported by the rep that (1) lcsk5 was used during a laparoscopic splenectomy procedure. It was reported that the trocar site where the lcsk5 was being used caused a skin burn to the pt. The surgeon torqued the port upward to the anterior abdominal wall and the heat transfer to the trocar cannula caused a second degree burn.